Manufacturer narrative:
The cannula was not observed to be bent/kinked. Data downloaded from the device showed no alarms were generated during operation. During investigation, the pod was successfully paired to a pdm, completed priming and a 5u bolus. The rerun data did not show any time outs or drive stalls and did not generate an alarm. The adhesive pad and welds were inspected and no abnormalities were found. The cause of the reported adhesive issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the patient changed out the pod and gave correction bolus.